Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for spinal pain. Information was reported that the caller stated the patient was having a lumbar MRI done today and within the first three minutes of the scan, the patient indicated he felt heat/warmth near the ins. The caller stated the patient did not bring their programmer to the appointment, but told the MRI technologist that he had turned the ins off. The caller also noted that the patient said the ins has not been turned on in two months. The caller indicated the MRI scan was stopped and said the patient is ok now. The caller was redirected to follow up with the patient's healthcare provider (hcp). No further complications were reported. No additional patient symptoms were reported.